Manufacturer narrative:
Section b-3: date of event: unknown as information was not provided. The best estimation date is between (B)(6) 2022 and (B)(6) 2023 (iol implant and explant dates). Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfw150 model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). In a secondary surgical procedure, the iol was explanted and replaced with a non-johnson & johnson surgical vision iol, diopter size is unknown. There was no product quality issue with the iol however the reason why the explant was performed was not provided. There was no vitrectomy however, it is unknown if incision enlargement, suture(s), medical attention was required, or if medication was prescribed outside of standard care. Patient outcome post-lens exchange is also unknown. The suspect iol is not available for return as it was discarded. No further information is available.